Event description:
It was reported via repair work order that the bed exit was not functional as the scale was not zeroed out prior to attempting to engage the bed exit alarm. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.